Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging cradle for an ilet bionic pancreas did not function, while the ilet charged on a third-party samsung wireless charger, indicating a cradle performance issue. Symptoms included no clinical effects. Outcomes included no impact on health or care utilization. Investigation included customer interview and troubleshooting with confirmation that the device charged on an alternate charger. Investigation of this case revealed a charger malfunction affecting the cradle component, with the ilet itself functioning as intended when powered by a compatible external charger. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charging cradle.